Event description:
It was reported that the lead was extracted due to oversensing in the ventricular channel and increased impedance.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed 13.5 and 16 cm distal to the is-1 connector pin that the insulation was found abraded through. The abrasion was consistent with exposure to constant friction against the generator housing. Furthermore, the insulation was found abraded through in the distal end region. In this region the conductor cables leading to the rv shock coil and ring electrode were found fractured. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The rv shock coil and fixation helix were found covered in fibrotic growth, bent and stretched. These deformations most likely occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.